Event description:
Customer states an increase in hemolyzed specimens from ed. Customer states issues that we are seeing are drawn by nursing while starting ivs. Most tubes are filled appropriately although we do get several short draw tubes as well.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and the evaluation is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint statement (B)(4). Received 5pcs of 456087p/b220438w and 3pcs of 454029/b220136g for evaluation. No customer samples were provided for 456087p/ b22013ua. We have no further complaints for the materials/batches. The alleged malfunction cannot be determined for 456087p/ b22013ua. Samples of 456087p/b220438w and 454029/b220136g were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction could not be duplicated on the returned batches. Corrected data: h3: samples received: h6: type of investigation, investigation findings, investigation conclusion; h10 manufacturer narrative.